Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, alarm log review and functional testing were performed. An f-39 alarm was not found; however, an f-38 alarm was identified during the alarm log review. The cause of the alarm was a damaged force sensing resistors (fsrs). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The fsrs were replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f-39 alarm (unknown alarm situation). This occurred before use, so there was no patient involvement. No additional information is available.